Manufacturer narrative:
The device was not returned for evaluation. The root cause for this failure could be, "3.2.1 misconnection of supply and return lines." The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the arcticsun device displayed an alarm 10 and stopped. The patient's temperature was 29.3c, and the flow rate was 0.3lpm with one neonatal pad attached. The water temperature was at 27-28c and slowly rising. Ms&s advised the nurse to disconnect and reconnect the pad. The flow rate increased to 1.3lpm, and the patient alert was lowered to 29c. An hour later the patient's temperature was 31.5c and the water temperature was up to 40c. Per follow up call on 10sept2019, I spoke with nurse (B)(6) and she stated the patient had completed therapy and reached the target with no further issues.